Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference number: 2938836-2019-03862. It was reported that when the patient presented in clinic for a follow up, high number of ventricular oversensing episodes were observed. Low amplitude noise was also noted. The device identified the noise correctly, and no therapy was delivered. Upon reviewing session records, myopotential oversensing was suspected, and the noise did not associate with the rv lead malfunction. Programming changes were suggested. The patient was stable, and the patient will be scheduled for the change.